Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dental needle. The customer reports the needle detached from the hub into the pt mouth. The needle was not able to be removed by the dentist at that time. The pt was referred to an oral surgeon. The pt was hospitalized and underwent outpatient surgery to remove the needle. The needle was not able to be removed during the surgery, because of the area, and the amount of blood vessels the surgeon did not proceed, they felt that doing more was too risky. The dentist advised that they are going to monitor the needle.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.